Manufacturer narrative:
(B)(4). The customer returned one unit 5-10315 et tube, hvt 7.5 and one 12ml non-teleflex luer lock syringe for investigation. The sample was returned for evaluation. A visual exam was performed and it was observed that there was a small tear in the cuff material. No other defects or anomalies were observed. Functional testing was performed and an air leak was found coming from the small tear in the cuff material. No other leaks were detected. The reported complaint of a leak from the et tube cuff during use was confirmed based upon the sample received. The sample was confirmed to leak from a small tear in the cuff. All et tubes are 100% inspected for inflation and deflation during manufacturing; therefore, a defect of this type would be detected prior to release. A DHR review was performed on the et tube lot number with no evidence to suggest a manufacturing related cause. It is unknown how the product was handled prior to pre-test. The potential cause for a damaged cuff could not be determined based upon the sample received and the information provided. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause could not be determined.

Event description:
The customer alleges that the doctor tested the tube and it immediately deflated.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the device sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on similar complaints.

Event description:
The customer alleges that the doctor tested the tube and it immediately deflated.